Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. The root cause of the event was intermittent battery acir due to the intermittent connection to the battery tab.

Event description:
A report was received that the patient was having difficulty charging the ipg and that the remote control would not communicate with the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg and that the remote control would not communicate with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was having difficulty charging the ipg and that the remote control would not communicate with the ipg. The patient will undergo an ipg replacement procedure.